Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned multiple machines with storage failure. Totally 4 machine stmhmsupx3 114, stmhpacpx2 102, stmhicupx4 99 and stmhormpx4 86 failed in last 90 days required recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that drawers were failed. The field service engineer (fse) completed the full preventive maintenance (pm) process, which resolved the reported issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned multiple machines with storage failure. Totally 4 machine stmhmsupx3 114, stmhpacpx2 102, stmhicupx4 99 and stmhormpx4 86 failed in last 90 days required recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.